Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted a cut in the outer insulation near where the suture sleeve would have been located. This was likely incurred during the revision procedure when the suture sleeve was removed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced. Impedance measurements were normal; however, extreme noise was observed that was oversensed and caused pacing inhibition. No inappropriate shock therapy was delivered. During the lead revision some damage was noted, but it could not be determined if it occurred while explanting the lead. The lead was returned and is currently undergoing laboratory analysis. Despite the patient undergoing surgical intervention, there were no patient complications reported during or following the procedure.